Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, an error e216 (scope communication) occurred and due to damage on the charged coupled device (ccd) unit, the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope presents no image. It is unknown when the event occurred. There were no reports of patient harm.